Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. D4: batch # 388c99. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/16. In addition, a gst60b reload (b) was received partially fired 2/3. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. However, the sound of a motor was heard, and the knife didn't move forward to the lockout position. In addition, the motor was removed and the internal gears were reviewed and gear teeth were found to be damaged. No conclusion could be reached as to what caused the motor gear to be damaged. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 388c99, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, device cannot be triggered after magazine insertion. Another device was used to complete the operation. No patient harm nor significant delay reported.